Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged due to twiddler's syndrome. The lead was repositioned and the patient would continue to be monitored. No additional information was reported.